Event description:
Reported event: ligation clips are causing leaks in surgery. The patient condition is unknown.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product vlock ml clip 6/cart 14/box lot# 228029 investigations did not show issues related to the complaint. 100% inspection of finished goods is performed by in-line inspectors. Nonconforming packages or product is required to be removed from the lot. No component issues detected during sub-assembly in-process or final inspections performed by rmi quality assurance for lots 37097, 38352, 38350 or 38348. 100% inspection of each cartridge assembly is performed as part of the production process. Nonconforming cartridge assemblies are required to be removed from the lot. Clip inspection results for (B)(4) pcs visually inspected showed zero visual defects, zero dimensional nonconformances detected. The IFU informs the user, "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: ligation clips are causing leaks in surgery. The patient condition is unknown.